Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ischemia and thrombosis are listed in the xience sierra, everolimus eluting coronary stent systems instructions for use, as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.25x18mm (8120341) and 2.25x12mm xience sierra (8090341) stents are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2019, the patient was admitted with st elevation myocardial infarction, thrombus and cardiac arrest. A 2.25 x 18 mm xience sierra stent (8120341) and a 2.5 x 28 mm xience sierra stent (8102441) were implanted in the proximal left anterior descending (lad) artery. Sluggish flow was noted after stent deployment; however, no additional intervention was performed. On (B)(6) 2019, the patient experienced ventricular tachycardia and was taken back to the cath lab. Coronary angiography noted thrombus in the stented segment. A 2.5 x 33 mm xience sierra stent and a 2.25 x 12 mm xience sierra stent (8090341) were implanted to treat the thrombus. Post dilatation was performed using an unspecified nc dilatation catheter. A non-flow limiting edge dissection was noted at the 2.25 x 12 mm xience sierra stent. No additional intervention was performed to treat the dissection. Post procedure, the patient was in stable condition. No additional information was provided.